Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed one pump reboot associated with a battery and cartridge change on (B)(4) 2014. During evaluation, two battery compartment cracks were observed. The pump powered on with the returned battery cap. The battery cap was not able to fully tighten to the pump due to the battery compartment cracks. The battery cap height and width measurements were found to be within required specifications. A power loss was not observed. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside pump. The intermittent power issue was observed in the pump history but was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.